Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction made to alert date (from (B)(6) 2010 to (B)(6) 2010).

Event description:
It was reported that after approximately nine years and nine months post lead implant, there was unacceptable thresholds, no capture and sensing difficulty noted. Consequently the lead was capped. No patient complications have been reported as a result of this event.